Event description:
Boston scientific received information that the lead safety switch tripped for the competitive right atrial (ra) lead twice in one day due to low out of range impedance measurements. Noise was reproducible, thus an x-ray was taken. The x-ray did not reveal any significant findings, thus the cause of the out of range measurements remains unknown. Subsequently the physician turned off the lead safety switch feature and left the lead programmed bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.